Event description:
It was reported during a study conducted in (B)(6), titled: (B)(4), implantation of the idrt sl in one step to foot of pt on (B)(6) 2013. On (B)(6) 2013, the graft partially failed (0-20%). Change of dressing and monitoring of the pt was performed. The event was resolved (closure of the wound) on (B)(6) 2014.

Manufacturer narrative:
Idrt-sl is not approved for sale in the united states and this study investigated a technique not included in the united states. The device involved in the reported incident is not available for eval. An investigation has been initiated based on the reported info.